Event description:
The surgeon, dr (B)(6) reported an event related to the breakage of the connection rod between the left peduncolar screws l5-s1. The pt underwent a primary surgical procedure due to instability of the vertebral column at l5-s1 level on (B)(6) 2008. The pt experienced back pain and during an examination, the surgeon noted that the xia rod was broken. On (B)(6) 2011, the pt underwent a new procedure to substitute the broken rod.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.